Event description:
The surestep plus meter was giving an error 1 message. There were no readings obtained on the reported meter. The patient did not report any symptoms nor receive any treatment. The customer service rep requested that the patient clean the meter and retest. The error 1 message still appeared. The patient neither alleged harm nor expereinced injury or medical intervention. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced by the pharmacy.